Event description:
Customer's father reported that the buttons on the customer's insulin pump became unresponsive. This issue was not resolved with a battery change. The blood glucose reading was 240 mg/dl. Customer's father could not recall any significant event leading to this event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window and broken battery tube threads.